Event description:
I had hernia surgery on (B)(6) 2010 and was discharged from hospital on (B)(6) 2010. During the week post op after being home was running fever everyday. I took tylenol to try and reduce fever, it didn't. I saw the doctor on (B)(6) 2010 for follow-up and explained how I was feeling and the severe and constant pain I was in. He told me it was because, he had to move organs to repair the hernia and I told him that I should not be in this much pain and running high fevers as high as 102 and that something was wrong. He dismissed it and said, it was due to him moving organs. He took out some staples and gave me a return appointment for next month. I ended up back in emergency dept on (B)(6) 2010, because of a high fever of 103.4 and a bloody like fluid coming out of my navel. I was then admitted back in to the hospital after cat scan showed fluid and had to have emergency surgery. He explained to my family and I that the mesh was infected and he had to remove it. I just was discharged from the new surgery that I have on (B)(6) 2010 from the wound vac. I was on the wound vac for two and half months all due to him not listening to me.